Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a device displayed a communication error and displayed an error code 255-16-275. Reportedly the "pumps stopped"; levophed was infusing and the patient's blood pressure dropped to 80/45. The patient was hypotensive for 5 mins until the pumps were switched over. The patient subsequently died; the customer does not allege that the death was a result of the pump error. The patient was already brain dead and vasopressors were infusing in order to keep him alive until the family arrived.